Event description:
It was reported that there was noise on the atrial lead. The lead replacement attempt failed due to bilateral occlusions, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.